Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('proud to introduce our miracle e baby it's a boy!/essure pregnancy') and haemorrhage in pregnancy ('spotting') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced haemorrhage in pregnancy (seriousness criterion medically significant), contusion ("bruise like thing") and pelvic pain ("I was wide awake and still felt a great deal of pain, even under the valums and pain shot"). On (B)(6) 2016, the pregnancy with contraceptive device had resolved. At the time of the report, the haemorrhage in pregnancy and confusion had resolved and the pelvic pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter provided no causality assessment for contusion, haemorrhage in pregnancy and pregnancy with contraceptive device with essure. The reporter considered pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were added from social media: pregnancy with contraceptive device, device ineffective, bruise and spotting. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: 'I was wide awake and still felt a great deal of pain, even under the valums and pain shot' event was added, new reporter was added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('proud to introduce our miracle e baby it's a boy!/essure pregnancy') and haemorrhage in pregnancy ('spotting') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced haemorrhage in pregnancy (seriousness criterion medically significant) and contusion ("bruise like thing"). On (B)(6) 2016, the pregnancy with contraceptive device had resolved. At the time of the report, the haemorrhage in pregnancy and contusion had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter provided no causality assessment for contusion, haemorrhage in pregnancy and pregnancy with contraceptive device with essure. Concerning the injuries reported in this case, the following ones were added from social media: pregnancy with contraceptive device, device ineffective, bruise and spotting quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: with follow up information received on 2-dec-2019 this record was detected to be a duplicate to records (B)(4), (B)(4), and (B)(4) which all will be deleted from bayer safety database after all information was transferred to this record # (B)(4) which will be retained. New: social media reporters were added. New events: contusion, haemorrhage in pregnancy. Pregnancy outcome added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.